Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day two of ilet pump use experienced low glucose alerts overnight, did not perform a confirmatory fingerstick, and self-treated a hypoglycemic event with oral rapid-acting carbohydrates after having a fatty dinner; sensor glucose at the time of the call was 169 mg/dl and the infusion set in use was a cd 23 inch. Symptoms included feeling tired during the hypoglycemic episode with a reported low of 40 mg/dl. Outcomes included stabilization of glucose to 161 mg/dl without back-up therapy, no ketone testing, no medical intervention, and no outside assistance. Investigation included review of alarm history and user interview regarding meals and management actions. Investigation of this case revealed no device malfunction and suggested that the hypoglycemia was possibly influenced by recent initiation of therapy and meal composition, with troubleshooting and education provided to follow the healthcare plan and maintain usual meals spaced four hours apart. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.